Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial vessel. A 3.0mm x 220mm x 150cm and a 2.5mm x 220mm x 150cm coyote balloon catheters were advanced consecutively for dilatation. However, during the first inflation at 10 atmospheres, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial vessel. A 3.0mm x 220mm x 150cm and a 2.5mm x 220mm x 150cm coyote balloon catheters were advanced consecutively for dilatation. However, during the first inflation at 10 atmospheres, the balloons ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 109mm distal from the proximal marker band. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported balloon ruptured.